Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, lab results: (2.36 and 2.03) venous blood. Inratio results: (2.3, and 1.71). On (B)(6) 2012, pt tested himself; pt results were 1.4 on inratio meter. Pt retested minutes later on a different finger of the same hand and got 1.71 (pt had some difficulty getting enough sample and had to squeeze the finger). Pt went to the doctor and tested on their point of care (poc) instrument; result was 2.5. Pt came home and retested on inratio and got 3.3 (all results are within three hours). Pt¿s therapeutic range is at 2-3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio results: (1.4, 3.3, 1.71) venous blood, lab: 2.5, mean 2.23, confidence limits: (1.4-3.1). Precision test was performed on inratio data (mean=2.14, sd=1.02, %cv=47.71). Since %cv is more than 20%cv, the test failed criteria. The mean of the inratio meter and comparative system inr were calculated. One of the inratio values falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: (B)(6) 2012, inratio: (2.3, 1.71) venous blood, lab results: (2.36, 2.03), mean: 2.10, confidence limits: (1.3-2.7). Precision test was performed on inratio data (mean=2.91, sd=0.42, %cv = 20.81). Since %cv is more than 20%cv, the test failed criteria. The mean of the inratio meter and comparative system inr are calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 271915. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. Conclusion: analysis of client¿s data from inratio and reference method revealed that test results date (B)(6) 2012 did not meet accuracy criteria. Review of complaint revealed customer had difficulty getting enough sample. Per product user guide ¿ precautions and warnings ¿do not use repetitive pressure to collect the sample.¿ milking finger may cause hemolysis or tissue fluid contamination in sample. Customer¿s improper operational technique may be a cause for unexpected inr results. No product was expected to be returned; in-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.